Manufacturer narrative:
(B)(4). B3: event date is unknown, article published jul 14, 2025, and study conducted october 2013-october 2023 g2: foreign - event occurred in south korea. The reported event was identified during review of a journal article. G2: literature - wan, l., lee, c.-y., yoon, t.-r., & park, k.-s. (2025). Radiographic healing after intramedullary nailing with or without lateral plate augmentation in atypical subtrochanteric femoral fractures: a retrospective study. Journal of clinical medicine, 14(14), 4976. Https://doi.org/10.3390/jcm14144976. Reported event was confirmed by review of journal article provided review of radiographs. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Device history record review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. Attempts have been made to gather all product identification information, and no further information has been provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported through a journal article that one patient treated with intramedullary nailing for an atypical subtrochanteric femoral fracture experienced fracture nonunion approximately 3 years postoperatively. The patient underwent intramedullary nailing on an unknown date. The procedure in the intramedullary-only group involved closed reduction followed by nail insertion, performed under fluoroscopic guidance. At approximately 3 years postoperatively, radiographs demonstrated a persistent fracture line with complete absence of bridging callus and sclerosis at the fracture edges. Despite the nail remaining intact, there was no radiographic evidence of progressive healing over approximately 6 months, meeting the study¿s criteria for nonunion. No implant failure or postoperative infection was reported in the study cohort during the 12-month follow-up period. No information regarding the patient¿s symptoms or any treatment required for the nonunion was provided. Patient outcome was not reported. Attempts have been made and no further information has been provided.